Event description:
It was reported that during a salpingo-oophorectomy procedure on (B)(6) 2012, a piece of a cannula was found embedded in the patient's abdomen. The piece was believed to be from a total laparoscopic hysterectomy procedure which occurred 1 1/2 years ago. It was recalled that during the original procedure, the surgeon was grasping the infundibular ligament and pulling it into the cannula then activating the harmonic. Smoke was noticed during the activations. The broken piece was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how was it confirmed the piece was part of the b12lt trocar? (Ex. Review of patient records, etc.)? Confirmed by markings on the trocar that was removed and that of new unused trocar. Please clarify what is meant by "embedded?" Adhered to the abdominal wall. What was the size of the piece? Approx. 1.5 cm. Was any further intervention necessary related to the "embedded" piece? No. Is the patient expected to have a full recovery? Yes, expect full recovery. What is the patient's weight and age? (B)(6). Does the surgeon attribute the smoke to contact with the harmonic and trocar? Not sure but it is possible . The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.